Event description:
During a lap chole procedure that there were 2 misfired clips. The first misfired clip (3rd fired) scissored and the second misfired clip (4th fired) sheared in two pieces inside the pt. Both pieces were located and removed with a separate instrument internally, no xray necessary to find. Continued the procedure with new instrument of same part number. Only added couple of minutes to the operating time.